Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A customer reported that device 410-2000, cga, surefit ground pad with 10ft cabel, 100/case was being used during a robotic hysterectomy procedure on multiple occasions in february 2024 and ¿bovie pad no properly adhering to patient's skin; becoming non-adhered while surgeon trying to use monopolar cautery. Reapplied diff pad (same brand) and same thing happens a few minutes later.¿. There was a reported 2-minute ¿delay in using monopolar cautery d/t pad not sticking to patient¿. The procedure was completed using a ¿different brand bovie pad¿ and there was no report of injury, medical/surgical intervention or hospitalization required for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised to prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A customer reported that device 410-2000, cga, surefit ground pad with 10ft cabel, 100/case was being used during a robotic hysterectomy procedure on multiple occasions in (B)(6) 2024 and ¿bovie pad no properly adhering to patient's skin; becoming non-adhered while surgeon trying to use monopolar cautery. Reapplied diff pad (same brand) and same thing happens a few minutes later.¿. There was a reported 2-minute ¿delay in using monopolar cautery d/t pad not sticking to patient¿. The procedure was completed using a ¿different brand bovie pad¿ and there was no report of injury, medical/surgical intervention or hospitalization required for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.